Event description:
Information received by medtronic indicated that a system notice message was received with the catheter during the case. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. Reportable based on analysis completed (B)(4) 2015.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter failed the performance test due to #12211 notice "catheter not recognized". Dissection and electrical continuity showed the tc2 wire was broken under the strain relief in the handle at the soldering point.